Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092 ,serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had poor communication. They confirmed the antenna was secure and tried syncing with the implantable neurostimulator (ins), but that did not resolve the issue. They stated that they had a replacement programmer, but the antenna was not replaced and they were getting intermittent, poor communication with the antenna. The patient also reported that they were disappointed because everything worked fine in their trial, but, at the time of the report, they were unable to increase the stimulation. They noticed that a "turn ins on" message came on. They were able to turn the ins on and increase stimulation, thereafter. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.